Manufacturer narrative:
Death is captured under MFR. Report # 3003306248-2022-10691. This report captures patient support on the associated device. Patient information was requested but not provided. Manufacturer's investigation conclusion: a specific cause for the reported patient expiration, as well as a direct correlation to centrimag blood pump, lot number l06851-la7, could not conclusively be determined through this evaluation. The device history record for centrimag blood pump lot #l06851-la7 (DHR cm pump l06851-la7) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) (rev. 09) lists death as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. IFU warning #9: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death and whether it was device or therapy related was unknown. Related MFR report number: 3003306248-2022-10691.